Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator was perforated at 1.2¿ proximal to the distal tip. The sheath was also perforated at 0.2¿ proximal to the distal tip. No other visual anomalies were noted. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath. A brk needle/stylet assembly from current inventory was inserted through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation.

Event description:
This report is to advise of a perforation found in the device during analysis.